Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, femoral technique/tools: direct traction no complications.